Event description:
Account reported an incident in which a central line "clotted off" due to "no flow" through the needle lock device. Reportedly, device not routinely primed prior to pt use and health care professional stated that pump did not alarm until "around after 20 minutes." Central line not lost for line declotted using urokinase. No pt injury reported.